Event description:
Customer states that the gel does not go flat when spun and sticks to the wall of the tube. The cells do not separate from the serum. There are other times when the gel spins flat but cells will leak up the sides and remix with the serum. Customer advises that nothing has changed in the way samples are processed. Tubes clot 30 minutes and then are spun for 15 minutes at 3000 rpm.

Manufacturer narrative:
Complaint 19-91 retrospective filing no samples were received for evaluation. Received customer picture (blurry). No clarification or further information was received from the customer. We have no further complaints on the material/batches. The cause of the event cannot be determined.